Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that five months after the dental implant was placed, in intraoral site #6 of the patient¿s mouth, non- osseointegration was observed. Peri-implantitis and mobility was reported. Immediate load was performed. The device will be forwarded to the manufacturer for investigation. There were no reported post- operative patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that five months after the dental implant was placed, in intraoral site #6 of the patient¿s mouth, non- osseointegration was observed. Peri-implantitis and mobility was reported. Immediate load was performed. The device will be forwarded to the manufacturer for investigation. There were no reported post- operative patient complications.